Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, despite multiple flushing attempts, debris could not be removed from the olympus gastrointestinal videoscope during a diagnostic procedure. There was no patient involvement reported.